Manufacturer narrative:
The ft4 ii reagent lot number was 186318. A second sample from the patient was obtained on (B)(6) 2015 and the ft4 ii result was 20.2 pmol/l. Calibration and quality controls were acceptable. It was noted that the measuring cell had been replaced on (B)(6) 2015. Tubing was replaced during a service visit. Based on the alarm trace, a sample pipetting alarm occurred at the time of the erroneous result. A link between these events is likely but cannot be confirmed. A specific root cause could not be identified. Based on the available data, a general reagent issue can most likely be excluded. The most likely root cause relates to an issue that occurred during pre- analytical preparation of the sample.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for free thyroxine (ft4 ii). The erroneous results were reported outside of the laboratory. The initial ft4 ii result measured from an aliquot from the modular pre- analytics (mpa) system was 0.4 pmol/l. This result was reported outside of the laboratory. On (B)(6) 2015, the same sample was measured from the primary tube and the result was 20.2 pmol/l. This result was believed to be correct. It is not known if an adverse event occurred. No adverse event was reported. The ft4 ii reagent lot number was 186893. The expiration date was not provided.